Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and a death occurred. The initial procedure was performed at another facility at an unknown date. The patient presented to this facility in 2007 with an acute myocardial infarction and a thrombosis was diagnosed. A maverick 3.0x12mm balloon was advanced and inflated multiple times. A liberte 3.5x24mm bare metal stent was deployed at 14 atms for 13 seconds. At this point, an intra-aortic balloon (iabp) was required and inserted. Shortly after the procedure was completed, the patient required defibrillation and later died. The cause of death is unknown. Medications received during this procedure include heparin, integrilin, potassium chloride, adenosine, nitroglycerin and amiodarone. Medications received post procedure include lidocaine, amiodarone, atropine, epinephrine, dobutamine, plavix and levaphed. Additional information was requested, but is not available.